Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance. Subsequently, the patient suffered a left shoulder fracture and the ra lead had high pacing impedance. The ra lead also had oversensing, noise, high thresholds, and a possible fracture. The ra lead was programmed off. It was also reported that the right ventricular (rv) lead had noise and a high sensing integrity counter (sic). The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.